Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 206 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support. Insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and broken belt clip slot.